Event description:
A malfunction alarm identified as malf 12 was reported without any preceding notable events. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur after resetting. The customer was instructed to continue using the pump and to contact technical support if the issue occurs again, which the customer acknowledged and understood.